Manufacturer narrative:
An event of migration or expulsion of device (device embolization) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, a cause for the reported device embolization could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances as a device was snare to explant the device. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that a 28 mm amplatzer septal occluder was selected for implant on (B)(6) 2024 using a 10f amplatzer trevisio intravascular delivery system to treat an atrial septal defect (asd). The asd was measured at 25 mm through transesophageal echocardiography (tee) and stopped-flow technique. Angiography and tee were used during the procedure. A stability test was performed. The device was re-captured once for optimal positioning. The device was implanted. Approximately four hours post-procedure it was noted under transthoracic echocardiogram (tte) that the device embolized to the left atrium. The device was captured via transcatheter snare from the left atrium. The patient did not present with any clinical signs or symptoms.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 28mm amplatzer septal occluder was selected for implant on 16 october 2024 using a 10f amplatzer trevisio intravascular delivery system to treat an atrial septal defect (asd). The asd was measured at 25mm through transesophageal echocardiography (tee) and stopped-flow technique. Angiography and tee were used during the procedure. A stability test was performed. The device was re-captured once for optimal positioning. The device was implanted. Approximately four hours post-procedure it was noted under transthoracic echocardiogram (tte) that the device embolized to the left atrium. The device was captured via transcatheter snare from the left atrium. The patient did not present with any clinical signs or symptoms. The patient status was stable.